Event description:
It was reported that the nurse's hand was burned while cleaning the scissors blades during an operation. It was noted that scissors was connected but not activated. Not additional information was available.